Event description:
The complainant alleged that during a cardioversion of a patient, the device did not show "sync" markers, on the display or print-out, on the waveform even though the device was in "sync" mode. The complainant indicated that the clinician was able to obtain another device to treat the patient. The complainant indicated there was no adverse effect to the pt as a result of this reported malfunction.